Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during training that the cardiosave intra aortic balloon pump (iabp) encountered autofill failure and replaced 9v daughter board battery due to age. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h6 (type of investigation, investigation finding, investigation conclusions), h11 a getinge field service engineer fse was dispatched to evaluate the unit. The fse reported that they replaced the pneumatic interface module related to the autofill failure message. The unit passed all functional and safety tests per manufacturers specifications and was cleared for use. The failure analysis and testing department received pim pneumatic interface module with a reported unit failure of autofill failure message. The fat dept. Conducted a visual inspection of the component received and confirmed that no physical damage or abnormalities were observed. The failure analysis and testing department installed pneumatic interface module in the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual.all manifold tests, autofill and functional tests were completed and passed. During this evaluation, the fat department was unable to reproduce the reported failure.